Event description:
It was reported that during removal of port, the catheter "ruptured" no patient complcations reported.

Event description:
It was reported that during removal of port, the catheter "ruptured". No patient complications reported.